Event description:
Our consultant reported while at an office visit with a vns programming physician that it was noted that their (B)(4) handheld computer was freezing on the interrogation successful screen. The handheld computer contained 7.1 programming software. A soft reset was performed and the problem still persisted. A hard reset was performed and the event resolved temporarily. The site is returning the handheld and 7.1 programming software for analysis. Thus far it has not been received at the manufacturer.